Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-00544related manufacturer reference number: 2017865-2024-00545 related manufacturer reference number: 2017865-2024-00549it was reported the patient presented to the emergency room due to inappropriate shock. Upon interrogation, it was determined the right ventricular lead exhibited far p-wave oversensing which caused the inappropriate shock. The physician elected to perform a lead revision. Upon interrogation prior to the procedure, it was discovered the right ventricular lead exhibited high capture thresholds, decreased r-wave amplitude sensing, and oversensed noise. The atrial lead exhibited far r-wave oversensing and high capture thresholds. A chest x-ray was performed and confirmed the right ventricular lead dislodged and that the atrial lead exhibited a loss of lead slack. During the procedure, it was discovered the pocket showed signs of infection. The implantable cardioverter defibrillator, left ventricular lead, atrial lead, and right ventricular lead were explanted. The patient was in stable condition.